Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. Additionally, the customer was not properly removing residual air and was reusing cartridges. The customer was educated on the proper load techniques. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer changed cartridge and infusion set to address the issue.